Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Revised for loosening and high chromium and cobalt levels

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr hip resurfacing system, reason for revision: pain. Update: added additional reasons for revision from scf received 25 apr 2012. Reason(s) for revision: component loosening, high chromium and cobalt levels. Update received: 7th june 2013 - amended implant date: (B)(6) 2006 and amended side hip - right. 16 feb 2015 - update - rcvd (B)(6) claim - (B)(6) - marked as legal, implant date was incorrectly amended to the left implant date - (B)(4) - implant date is (B)(6) 2007 - amended reasons for revision to reflect the correct reasons noted - kf 17/02/2015. 17 feb 2015 - rcvd email to conf 'loosening in the acetabular and femoral components'.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr hip resurfacing system, reason for revision: pain. Update: added additional reasons for revision from scf received 25 apr 2012. Reason(s) for revision: component loosening, high chromium and cobalt levels. Update received: 7th june 2013 - amended implant date: (B)(6) 2006 and amended side hip - right. 16 feb 2015 - update - rcvd (B)(6) claim - (B)(6) - marked as legal, implant date was incorrectly amended to the left implant date - (B)(4) - implant date is (B)(6) 2007 - amended reasons for revision to reflect the correct reasons noted - kf 17/02/2015. 17 feb 2015 - rcvd email to conf 'loosening in the acetabular and femoral components'. Update 13 feb 2015: rec'd legal letter from complainant's solicitor. Added name of patient, patient's dob, sex. Corrected revision date (B)(6) 2012. (B)(4). Sm 26 feb 2015

Event description:
Reason for revision: pain.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.